Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the complete clip detachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that there was restricted posterior and anterior leaflet override. The clip delivery system (cds) was advanced; however, during deployment the clip became detached from both leaflets of the mitral valve. The clip remained attached to the gripper line, but could not be retracted into the steerable guide catheter; therefore, the clip was retracted into the femoral vein and removed with a snare. It was noted imaging was difficult due to anatomy. Two clips were implanted reducing mr to 1. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported complete clip detachment (ccd) appears to be due to the visualization issues. The reported poor image resolution appears to be related to the challenging patient anatomy of restricted posterior and anterior leaflet override. The difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) was a result of the ccd, and the clip not being able to be retracted into the sgc. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.